Event description:
It was reported that sometime after a therapeutic prostate biopsy in 2005, this pt presented with an infection. The pt was treated with 10-14 days of oral antibiotics and the infection resolved. The dr reported that the infection may not be related to the biopsy needle and may be related to the fact that he has stopped giving antibiotics routinely after each biopsy procedure. He is now again giving antibiotics standardly after each biopsy procedure.